Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the visual inspection found the device's jaw was stuck on eschar build up. The dissector had a cracked waveguide. The dissector had been used. Functional testing found that the build up of eschar lead to a stuck jaw. The build up was cleared and the jaw resumed proper function. Frequent cleaning is recommended. The waveguide was inspected under magnification and the origin of the crack was identified. Investigation personnel concluded that the titanium waveguide became cracked from continued use after it may have come in contact with a metallic object. Use after damage can cause the cracked waveguide to break off. It was reported that the device has cosmetic issue/damage, device was difficult to assemble and jaws were difficult to open. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in product damage, such as a broken blade. Pieces of a broken blade may fall into the surgical cavity causing unintended tissue damage. Keep the jaws clean during use. Build up of eschar and tissue may reduce the effectiveness of the dissection and coagulation functions, and cause abnormally high temperatures at the distal end of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, the device had setup/setting issue. Photos showed that the jaws were closed/difficult to open, and the device had also dents and scratches. There was no patient involvement.